Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the device became torn during the procedure. A guidezilla¿ ii long guide extension catheter was selected for a percutaneous coronary intervention. During the procedure, inside of the patient's anatomy, the tip of the device became torn while retrieving the cutting balloon. The device was simply removed. The procedure was completed with different device successfully. There were no patient complications reported. The patient's condition after the procedure was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis with blood on the device. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed the tip was damaged (abrasion/cut) for 14 mm in length with additional damage (flattened), and the distal shaft was damaged (flattened) located 17 mm distal of the collar. Inspection of the remainder of the device found no damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the tip of the device became torn during the procedure. A guidezilla¿ ii long guide extension catheter was selected for a percutaneous coronary intervention. During the procedure, inside of the patient's anatomy, the tip of the device became torn while retrieving the cutting balloon. The device was simply removed. The procedure was completed with different device successfully. There were no patient complications reported. The patient's condition after the procedure was stable.